Event description:
It was reported that the device did not last as long as it should have. It was also noted that the physician has had several devices with similar circumstances. We are conducting follow-up to obtain specific device information and event circumstances. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Currently, this report represents one specific crt-d device and an unknown number of other similar devices with similar event circumstances. Follow-up is being conducted. Concomitant products: 5076-45 implantable pacing lead, (B)(6) 2009; 419688 implantable pacing lead, (B)(6) 2009. (B)(4).